Event description:
Hamilton medical ag received the following complaint summary: an ambient state condition (ventilator stopped ventilating) occurred with a hamilton-c3 during active patient ventilation. An additional hamilton-c3 was required to continue therapy. The patient died while on the additional hamilton-c3, which did not malfunction. According to hospital staff, the death is not considered related to the initial hamilton-c3 device where the ambient state condition occurred. Investigation on the reported ambient mode condition for the first hamilton-c3 in use is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.